Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump would not rewind in the middle of changing the infusion set. The customer's blood glucose at time of the incident was 425 mg/dl but then went down to 317 mg/dl. Customer declined to troubleshoot for high blood glucose but did troubleshoot for rewind and issue was resolved. Customer indicated that the device was performing as designed and declined to send pump back for analysis